Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that three to four weeks following placement of the sutures, the external bumpers fell off normally but the internal anchors remained in place and caused pain. Surgery was required to remove the anchors. No further information has been provided at this time.